Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth - complication/pregnancy ( with complication)'), breast abscess ('breast abces/right breast abscess'), mastitis ('breast mastitis/ lost 1/2right breast due to infection/ recurrent breast infections/partial mastectomy right breast due to infection') and premature delivery ('pre-term vaginal delivery') in a 41-year-old female patient who had essure (batch no. 740868-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6)2012. The patient's medical history included miscarriage (B)(6)2009), ectopic pregnancy and birth defects. Concurrent conditions included overweight, bleeding menstrual heavy and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception as well as ibuprofen. On (B)(6)2010, the patient had essure inserted. On (B)(6)2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On (B)(6)2012, the patient underwent surgery ("additional surgeries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast abscess (seriousness criterion medically significant), mastitis (seriousness criterion medically significant), premature delivery (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("lower right abdomen pain"), psychological trauma ("psych injury"), back pain ("lower back pain"), cystitis ("bladder infection"), tooth loss ("dental problems/loss of teeth due to pregnancy"), premature menopause ("hormonal changes/hormonal changes describe: early onset menopause"), fatigue ("fatigue"), affect lability ("emotional instability/child protective services forced adoption"), complication of device removal ("complications during removal surgery") and migraine ("migraines / headaches") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral) and excision of right breast, subareolar excision on (B)(6)2012). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, breast abscess, mastitis, premature delivery, abdominal pain, abdominal pain lower, psychological trauma, back pain, cystitis, tooth loss, premature menopause, weight decreased, fatigue, affect lability, complication of device removal, surgery and migraine outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, breast abscess, complication of device removal, cystitis, fatigue, mastitis, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature menopause, psychological trauma, surgery, tooth loss and weight decreased to be related to essure. The reporter commented: pregnancy with complication was reported but it was not specified. It was reported that plaintiff had loss of 1/2 of right breast due to pregnancy (after essure). Plaintiff received treatment for pelvic pain, breast abcess, breast mastitis, abdominal pain, psych injury, device ineffective, bladder infection, dental problems, hormonal changes, weight loss, fatigue and emotional instability. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6)2011: result not provided. Hysteroscopy - on (B)(6)2010: essure insertion procedure: trailing coils left 2 and right 1. Laparoscopy - on (B)(6)2012: normal appearing uterus, tubes and ovaries. No evidence of essure device or tubal or such device in the abdominal cavity. Tube was also examined once removed from the abdomen, without any evidence of occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: breast abscess, mastitis, breast infections most recent follow-up information incorporated above includes: on 5-oct-2019: update of information (batch is invalid). An invalid lot number was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth - complication'), breast abscess ('breast abcess') and mastitis ('breast mastitis') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient underwent surgery ("additional surgeries"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast abscess (seriousness criterion medically significant), mastitis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), tooth disorder ("dental problems"), fatigue ("fatigue"), affect lability ("emotional instability") and complication of device removal ("complications during removal surgery"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, breast abscess, abdominal pain, psychological trauma, cystitis, tooth disorder, hormone level abnormal, weight decreased, fatigue, affect lability, complication of device removal and surgery outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, affect lability, breast abscess, complication of device removal, cystitis, fatigue, hormone level abnormal, mastitis, pelvic pain, pregnancy with contraceptive device, psychological trauma, surgery, tooth disorder and weight decreased to be related to essure. The reporter commented: pregnancy with complication was reported but it was not specified. It was reported that plaintiff had loss of 1/2 of right breast due to pregnancy (after essure). Plaintiff received treatment for pelvic pain, breast abcess, breast mastitis, abdominal pain, psych injury, device ineffective, bladder infection, dental problems, hormonal changes, weight loss, fatigue and emotional instability. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: event injury was updated to events: pelvic pain, pregnancy: birth ¿ complication, breast abcess, breast mastitis, abdominal pain, psych injury, device ineffective, bladder infection, dental problems, hormonal changes, weight loss, fatigue, emotional instability, complications during removal surgery and additional surgeries. Essure implant and explant date were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pregnancy with contraceptive device ('pregnancy: birth - complication/pregnancy ( with complication)'), breast abscess ('breast abces/right breast abscess'), mastitis ('breast mastitis/ lost 1/2right breast due to infection/ recurrent breast infections/partial mastectomy right breast due to infection') and premature delivery ('pre-term vaginal delivery') in a 41-year-old female patient who had essure (batch no. 740868) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's medical history included miscarriage ((B)(6) 2009), ectopic pregnancy and birth defects. Concurrent conditions included overweight, bleeding menstrual heavy and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 4 months after insertion of essure. On (B)(6) 2012, the patient underwent surgery ("additional surgeries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), breast abscess (seriousness criterion medically significant), mastitis (seriousness criterion medically significant), premature delivery (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), cystitis ("bladder infection"), tooth loss ("dental problems/loss of teeth due to pregnancy"), premature menopause ("hormonal changes/hormonal changes describe: early onset menopause"), fatigue ("fatigue"), affect lability ("emotional instability/child protective services forced adoption"), complication of device removal ("complications during removal surgery"), migraine ("migraines / headaches"), abdominal pain lower ("lower right abdomen pain") and back pain ("lower back pain") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, breast abscess, mastitis, premature delivery, abdominal pain, psychological trauma, cystitis, tooth loss, premature menopause, weight decreased, fatigue, affect lability, complication of device removal, surgery, migraine, abdominal pain lower and back pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, breast abscess, complication of device removal, cystitis, fatigue, mastitis, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature menopause, psychological trauma, surgery, tooth loss and weight decreased to be related to essure. The reporter commented: pregnancy with complication was reported but it was not specified. It was reported that plaintiff had loss of 1/2 of right breast due to pregnancy (after essure). Plaintiff received treatment for pelvic pain, breast abcess, breast mastitis, abdominal pain, psych injury, device ineffective, bladder infection, dental problems, hormonal changes, weight loss, fatigue and emotional instability. Insertion details: left-2 coils, right-2 coils. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result not provided. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: breast abscess, mastitis, breast infections. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events early onset menopause, lower back pain, lower right abdomen pain, migraines / headaches, pre-term vaginal delivery were added. Concomitant drugs, concomitant condition were added. Reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and premature delivery ('pre-term vaginal delivery') in a 41-year-old female patient who had essure (batch no. 740868-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's medical history included miscarriage ((B)(6) 2009), ectopic pregnancy and birth defects. Concurrent conditions included overweight, bleeding menstrual heavy and fever. Concomitant products included medroxyprogesterone acetate (depo-provera) from 2008 to 2010 for contraception as well as ibuprofen. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight decreased ("weight loss"). In (B)(6) 2012, the patient experienced affect lability ("emotional instability/child protective services forced adoption"). On (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth - complication/pregnancy (with complication)"), 1 year 4 months after insertion of essure. On (B)(6) 2012, the patient underwent surgery ("additional surgeries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), device dislocation ("malposition of essure device / history of failed tubal occlusion with essure device"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower right abdomen pain"), back pain ("lower back pain"), breast abscess ("breast abces/right breast abscess"), mastitis ("breast mastitis/ lost 1/2right breast due to infection/ recurrent breast infections/partial mastectomy right breast due to infection"), psychological trauma ("psych injury"), cystitis ("bladder infection"), tooth loss ("dental problems/loss of teeth due to pregnancy"), premature menopause ("hormonal changes/hormonal changes describe: early onset menopause"), fatigue ("fatigue"), migraine ("migraines / headaches") and complication of device removal ("complications during removal surgery"). The patient was treated with surgery (salpingectomy (bilateral) and excision of 1/2 right breast, subareolar excision on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, premature delivery, pregnancy with contraceptive device, device dislocation, abdominal pain, abdominal pain lower, back pain, breast abscess, mastitis, psychological trauma, cystitis, tooth loss, premature menopause, weight decreased, fatigue, affect lability, surgery, migraine and complication of device removal outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, affect lability, back pain, breast abscess, complication of device removal, cystitis, device dislocation, fatigue, mastitis, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, premature menopause, psychological trauma, surgery, tooth loss and weight decreased to be related to essure. The reporter commented: pregnancy with complication was reported but it was not specified. It was reported that plaintiff had loss of 1/2 of right breast due to pregnancy (after essure). Plaintiff received treatment for pelvic pain, breast abcess, breast mastitis, abdominal pain, psych injury, device ineffective, bladder infection, dental problems, hormonal changes, weight loss, fatigue and emotional instability. Current weight 172 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: unilateral occlusion (right tube occluded) malposition of essure device. Hysteroscopy - on (B)(6) 2010: essure insertion procedure: trailing coils left 2 and right 1. Laparoscopy - on (B)(6) 2012: normal appearing uterus, tubes and ovaries. No evidence of essure device or tubal or such device in the abdominal cavity. Tube was also examined once removed from the abdomen, without any evidence of occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: breast abscess, mastitis, breast infections. Most recent follow-up information incorporated above includes: on 16-jan-2020: plaintiff fact sheet received. Event "malposition of essure device" was added. Laboratory data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.